Event description:
It was reported that the handpiece began overheating as it was being prepared for a case. There was no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the alleged condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was the sag head assembly, which was replaced along with ball bearings as part of preventive maintenance. The handpiece was repaired and returned to the customer.